Event description:
It was reported "a critical care patient's arterial line that was placed without difficulty was found to be severed at the hub 2 days later with the catheter remaining in the patient's artery. The patient underwent vascular surgery for removal of the retained catheter. Patient was sedated on the ventilator and had the appropriate arm boards in place at the time of the breakage so self-removal has been ruled out. After thorough review by medical and nursing leadership, quality and risk, it has been determined that the catheter was most likely faulty".

Manufacturer narrative:
(B)(4). The device was not returned; however, the customer provided one photo for evaluation. The complaint of catheter separated cannot be confirmed by the photo. The photo revealed the product lidstock as well as the catheter. Although the catheter appeared to be deformed, there was not clear visual evidence in the photo that revealed a catheter separation. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use acetone or acetone-alcohol on or near the catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The complaint of catheter separated cannot be confirmed by the customer provided photo. Although the catheter appeared to be deformed, there was not clear visual evidence in the photo that revealed a catheter separation. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported "a critical care patient's arterial line that was placed without difficulty was found to be severed at the hub 2 days later with the catheter remaining in the patient's artery. The patient underwent vascular surgery for removal of the retained catheter. Patient was sedated on the ventilator and had the appropriate arm boards in place at the time of the breakage so self-removal has been ruled out. After thorough review by medical and nursing leadership, quality and risk, it has been determined that the catheter was most likely faulty".